Event description:
Initial report: this spontaneous report was received from a physician via our affiliate in another country. This report involves a female patient who received treatment with sculptra (poly-l-lactic acid) (dosage, indication and therapy dates not provided). Medical history and concomitant medications were not provided. A physician repors that after sculptra was administered, this patient experienced facial paralysis. The patient's lip has fallen in on one side of the face. No additional information was received.

Manufacturer narrative:
This case is being submitted voluntarily as it is not considered death, life threatening, or permanent injury necessitating medical or surgical intervention.